Event description:
The following has been reported: during preventive maintenance the error 51 (speaker issue) occured. After replacement of spare part (speaker) the pump was functional again. No patient involved. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.